Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 498 mg/dl. Customer stated that there was a time that she put in a set, she went to work and it alarmed that she was going high. Customer gave herself a bolus and she found out that her infusion set was bent. Customer declined troubleshooting for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.